Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter is kinked in several locations. The guide catheter is bent in the most distal section. The stent is slightly bent where the duodenal barb is located. The suture is twisted. A functional evaluation for stent deployment was performed and it was found that the guide catheter could be retracted without any issue and the stent was deployed. Based on the product analysis, most likely some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to twisting of the device and kinks and bends in catheters, including the stent. Bound by twisted suture and kinks and bends in catheters, the device would become unable or difficult to deploy stent during procedure. Therefore, 'operational context' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary preloaded stent was used during an endoscopic biliary stenting (ebs) procedure in the bile duct performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the shape of flexima¿ biliary preloaded stent was deformed from flap to the distal tip of the stent. Furthermore, the device was considered to be defective because the guide catheter would come into contact with the tube stent when used. The procedure was completed with another flexima¿ biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary preloaded stent was used during an endoscopic biliary stenting (ebs) procedure in the bile duct performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the shape of flexima¿ biliary preloaded stent was deformed from flap to the distal tip of the stent. Furthermore, the device was considered to be defective because the guide catheter would come into contact with the tube stent when used. The procedure was completed with another flexima¿ biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".